Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, customer does not use a continuous glucose monitor, and was not manually checking bg values. Also, customer did not check bg levels and deliver a bolus prior to the event. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage sustained. System check with tandem technical support confirmed the pump was functioning as intended.